Event description:
A malfunction on the pump was reported by the caller, with at least three occurrences noted previously. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, instructed them on storage mode before returning the faulty pump, and provided guidance on backup therapy to ensure insulin delivery was not interrupted.